Event description:
This lead was implanted on (B)(6) 2005 n remains implanted at this time. The physician was dr.(B)(6) at (B)(6) hospital. It was called in to technical services on (B)(6) 2012 that this patient had a check ra lead message. The patient was admitted to the hospital as she felt odd. Reviewing the logbook shows patient had a ns episode at that same time but was very short. Has 3 zone setup with mo at 130, vt at 150 and vt zone and caller stated the rate was about 390ms so in the vt zone. Patient is in afib today and checking patient today and noted check atrial lead. Caller wants to fax in the episode for discussion as not sure why episode shows 7 second duration when there was only 3 fast beats. Technical services discuss strips and show how they are getting about 5 seconds of onset and discuss how device calculates episode duration and it is not a measurement of how long the rhythm was fast as it includes time to confirm that nothing else is going on. Caller states she does not think the patients symptoms could be related to the 3 fast beats and the second episode sent that was longer but still no therapy was from the day before and patient had no symptoms at that time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).